Event description:
The customer stated a pt generated discrepant results on the architect bnp assay. Initial undiluted results of 2171 and 4633 pg/ml were obtained, and upon autodilution, the result was 5335 pg/ml. A bnp result of 4633 pg/ml was reported. During troubleshooting, the lab received a second sample for this pt and the sample was tested undiluted in replicates of five with the following results: >5000, >5000, >5000, >5000 and 2904 pg/ml and upon autodilution, the result was 6640 pg/ml. After performing a stat probe calibration, the second sample generated undiluted results of 1530, 6225, and 6497 pg/ml. There was no report of impact to pt mgmt

Manufacturer narrative:
The laboratory last calibrated the assay 11/6/2007 using reagent lot number 54672m100 and calibrator lot number 44k0437. The customer performed a precision study using the high control running 5 reps for the troponin-I and myoglobin assays. The control precision was within specification and values were within range. The customer retested the bnp controls and results were within range. The customer support specialist (css) instructed the customer to recalibrate the stat probe. The customer indicated they had run several bnp samples and the issue only occurred with two patients samples. After recalibrating the probe, a second sample from pt #2 generated the following bnp results: 1530, >5000, 6225 and 6497 pg/ml. The customer requested field service (fs) to inspect the instrument. The fs rep checked the pump and tubing for leaks and crimps replacing 4 valves on wash zone 2. A precision run using controls and pt samples to verify the system recovered acceptably to resolve the issue. A review of the complaint history for architect isystem was performed for the time period 9/17/2007 through 12/13/2007. No other complaints were identified for this or related issues. Labeling: the abbott architect isystems operations manual (pn 201837-104, june 2007), section 10 troubleshooting and diagnostics observed problems states under " erratic assay results (I system) " an issue with a wash zone as a potential cause of the customer's observation. This is the final report. End of report.